Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to concerns of premature battery depletion (pbd). A new device was successfully implanted. No additional adverse patient effects were reported. This device is not expected to return for analysis.

Manufacturer narrative:
Should additional information become available, this report will be updated.